Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysteroscopy with device for fibroid resection, the device shaft broke near the plastic piece while the mini dense blade was being used, with the shaft breaking off of the plastic part. Another shaver was used to complete the procedure. No device component fell into the patient cavity. X-ray was not needed to find and retrieve the broken piece. There was no patient injury.